Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the evap tubing was indented. The tubing was trimmed, resolving the reported complaint.

Event description:
The hospital reported that anesthetic agent output was not as expected. There was no reported patient injury.